Manufacturer narrative:
(B)(4). Investigation/evaluation during the course of the investigation a visual inspection, along with a review of the complaint history of the product was conducted. The complaint product was returned in three separate sections and it appears that the wire snapped at the distal end of the basket. Tensile testing is completed 100% to ensure the device can withstand tensile force. In addition, inspectors confirm the functionality of the product. This break may have potentially been related to the size and/or shape of the stone as the breakage occurred during retrieval. The stone may have been stuck in a tortuous anatomy and while retrieving it, excessive tensile forces may have been applied to the basket during retrieval. Thus causing the breakage. However, based on the information provided, a definitive root cause cannot be determined. We will continue to monitor for similar complaints. Per the risk assessment (ra) no further action is required.

Event description:
According to the initial reporter, the basket retrieval broke off in the patient. During the procedure. Additional information has been requested, however it was not provided at the time of this report.

Manufacturer narrative:
Date of event requested but not provided. (B)(4). The event is currently under investigation.

Event description:
According to the initial reporter, the basket retrieval broke off in the patient. During the procedure. Additional information has been requested, however it was not provided at the time of this report.